Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient has permanently discontinued use of the device subsequent to experiencing a decline in performance and reporting headaches with stimulation. The implanted device remains.